Manufacturer narrative:
The drg system was explanted due to a patient issue. Per event details, the drg system was explanted due to the patient not wanting to use the patient controller (pc). The lead was received incomplete with only the terminal end lead segment (26.0cm) and the middle segment (13.0cm) being returned. The lead was missing channel 1 terminal end electrode. The missing terminal end electrode was stuck in the ipg header. The detached lead terminal end electrode occurred during the explant procedure. The lead was damaged beyond functional testing.

Event description:
1627487-2021-02088, 1627487-2021-02089. It was reported that during a lead revision, the leads were scarred in too much causing lead fragment in the patient's body. As a result, the system was explanted to address the issue.